Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the sr75 cartridge was received in good visual conditions. The reload was received with the most proximal drivers up and the swing tab was found to be in the unlocked position. This condition is consistent with an improper loading technique. Please reference the instruction for use for more information. The reload was tested for functionality with a test device and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, it was found that the knife came out before the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).